Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the replacement of the recharger appeared to solve the issue initially, and then the patient reported that it did not solve the issue. There was difficulty in connecting or maintaining connection between the recharger and ins with both the left and right ins.

Manufacturer narrative:
Continuation of d10: product ID: 97810, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: patient has 2 inss implanted (one on right side, one on left). Current file regarding left side ins: (B)(4) see MFR report number: 3004209178-2021-17559 regarding right side ins (B)(4) related report. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins is difficult to recharge and taking too long (hours). The patient reports losing coupling after several seconds after getting connected. We discussed using demo recharger to rule out a recharging issue. We discussed pocket is most likely the cause of the issue. The caller is a newer rep and met with patient about one month ago, and also today to troubleshoot further. Recommended meeting again and assessing the pocket (was not assessed today). Patient is thinner and caller does not know if 3058 pocket was used or resized. Caller also believes the ins was implanted approx. One year ago but is not in drs. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having difficulty recharging their right side implant, impossible problems with their right recharger. They were having an issue using their right side equipment now and the right side recharger should be replaced because they spent 5 hours last night trying to recharge their right side ins. (Pt has 2 active inss and 2 sets of external equipment) pt said they get recharger not active or searching for device. Worked with pt and their recharging equipment to start the recharger, launch the recharger app, pt was successful to connect and reported seeing they were 80 percent charged but lost the connection right away. Pt said they weigh under 100 pounds they can feel the rectangular shape of the ins it feels flat under their skin, they leaned forward and crossed their right leg over their left. Worked with pt to reset the recharger by holding the power button down for 45 seconds, then after getting code 3167, dismissing the code and tried again to recharge, pt got initially saw recharger not found, then open loop with numbers 1 - 17 -18, they reset the charger again, tried to recharge again then reported seeing 1707. The issue was not resolved through troubleshooting. A new recharger was sent to resolve the issue. Pt also mentioned they have never been able to wear the belt because they weigh less than 100 pounds. They wear spanks shorts and put the recharger into their spanks. No patient symptoms were reported. Additional information was received from the patient. They reported that the recharger they received saturday will not connect to their ins, they used it during the call and reported getting message: incompatible neurostimulator, service code 1708. Conferenced with tech and reviewed with pt the serial number indicated the recharger is not for a ph device. Reopened the case and resent the email to repairs to resend the correct part. Pt reported their rep had told them to call monday morning about this. (Pss understood pt meant they had spoken to him about this issue on (B)(6) 2021 or (B)(6) 2021. Patient called back, reviewed pairing process with new recharger: (B)(4). After pairing patient attempted to recharge implant and after repositioning a while decided to place recharger in belt and was able to connect, ins battery at 50% excellent connection and then increased to 60%. Patient to continue recharging until 100%. Patient also repeated information from initial call. Additional information was received from the patient. They reported that the cause of the difficulty maintaining connection was determined to be a recharger issue. It was resolved by replacing the recharger and they are now able to successfully recharge the implant. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had two primary devices (one right and one left). The cause of the recharging issues was not determined, and what most likely caused or contributed to the issue was unknown. When asked what steps were or would be taken to resolve the issue, they stated a replacement recharger was issued, and that the issue was resolved. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the patient was still having issues and they had not been able to determine the cause. The cause of the recharging issues was not determined, and what most likely caused or contributed to the issue was unknown.